Event description:
It was reported that the pt underwent a c1-c2 cervical fusion in 2008. The pt has had severe headaches and neck pain since the day of her surgery in addition to limited mobility.

Manufacturer narrative:
Products from multiple MFR's were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.